Event description:
Our company received additional information that this left ventricular lead displayed high impedance measurements and loss of capture in 3 of the 4 vectors. A lead fracture was suspected. The lead was programmed to the vector that had capture and a normal impedance measurement.

Event description:
--

Event description:
Boston scientific crm received additional information that this left ventricular (lv) lead was abandoned surgically due to a conductor fracture which resulted in loss of capture and high impedance measurements. Also, fluid was noted in the lumen. A new lv lead was implanted and no adverse patient effects were reported.

Manufacturer narrative:
The abandoned lead has not been returned for analysis therefore boston scientific crm cannot confirm this clinical observation. This report will be reopened if additional information becomes available.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the lead was returned severed. The proximal 21.0 cm of this 80 cm lead was returned. Visual inspection of the returned portion had melted insulation from electrosurgical cautery damage. The returned portion was electrically continuous. The high impedance measurement observation could not be confirmed in analysis as only the proximal portion was returned.

Manufacturer narrative:
The lead remains implanted. No additional information is available at this time. If additional information becomes available, this report will be updated.

Event description:
Boston scientific crm received information that this left ventricular lead displayed impedance measurements greater than 2000 ohms. A technical service consultant was contacted and recommended testing all vectors and to program accordingly. The clinician will consult with the cardiologist. No adverse patient effects were reported.